Event description:
Paramedics responded to a pt with CPR in progress. The pt had been treated for a cardiac arrest by first responders with an automatic external defibrillator approx 10 minutes prior to paramedic's arrival. The first responders stated the automatic external defibrillator advised and delivered 3 shocks, but subsequently had advised no shocks. The device was connected to the pt with 3 lead ECG electrodes and diagnosed as in asystole. The pt was then connected to the device with disposable pacing/defibrillation/ECG electrodes and the lead select changed to "paddles" lead when, according to the reporter, the device alarmed "connect electrodes" and dashed lines appeared in place of the pt's ECG. The pt was not resuscitated but the reporter indicated no adverse effects occurred as a result of the alleged malfunction.